Manufacturer narrative:
Additional information. H3-device evaluation: lens returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage to lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -13.0/+1.5/100 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a same length, different sphere/cylinder/axis lens due to the lens for the right eye had been implanted into the left eye by mistake. The problem was resolved. The cause of the event is reported as user error.